Manufacturer narrative:
(H3) the broken device reported was likely the result of the surgeon not using an impactor handle and impacting the femoral impactor head directly, which may have imposed high loads to the threaded shaft and led to crack initiation, propagation, and ultimate fracture of the threaded shaft. The most probable root cause associated with the reported event of "broken / non-functional" is associated with the use of the device in terms of nonconforming to that device's intended use, specifications, procedure and process or service instructions and information provided by the device manufacturers.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that during operation, the femoral impactor was broken. But the debris and product were already removed from patient. The femur part of knee was impacted. The femoral impactor impacted itself. There was no impact for handle. Only head of femoral impactor was impacted. (H3) the evaluation noted that revision reported was likely the result of the surgeon not using an impactor handle and impacting the femoral impactor head directly, which may have imposed high loads to the threaded shaft and led to ultimate fracture. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "broken / non-functional" is associated with the use of the device in terms of nonconforming to that device's intended use, specifications, procedure and process or service instructions and information provided by the device manufacturers. Section d9: device available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the doctor found that femoral impactor was broken after he completed surgery on a female patient. There was no delay in surgery as it worked well during the surgery. It was noted that the doctor seemed to not put strong pressure on the instrument when impacting the implant. The broken instrument was noted after closing the patient. It was reported there were no parts left in the patient and there was no delay to surgery. The patient was last known to be in stable condition following the event. The device is to be returned for evaluation.